Event description:
On october 9, 2006, the lay user/patient contacted lifescan alleging an "apply sample" issue with his one touch ultra meter. The medical affairs specialist contacted the patient seven days later to obtain/verify the following information. The patient has had the meter for about a year and was successfully obtaining meter readings for about a month unitl it stopped working around late 2005 due to the "apply sample" issue. Around early 2006, the patient developed pain and numbness in his legs. During this time, the patient thought his leg pains were related to a previous back injury and not his diabetes, but still attempted to test on his meter with no success. Nine months later, the patient saw a neurologist, which was recommended by his orthopedics doctor, and found that he developed neuropathy in his legs and that his lab blood glucose results came back high (blood glucose result of "350 mg/dl" and a hba1c result of "12%."). The patient did not receive any treatment for his evelated blood glucose levels, but was advised to see his primary doctor for diabetes treatment advice. The customer care advocate (cca) verified that the patient was using the correct testing technique. The cca walked the patient through troubleshooting over the phone, but the issue remained unresolved. This complaint is being reported because the patient was unable to test for almost a year and during this time developed symptoms of neuropathy in his legs. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.